Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent patient had presented in clinic. Upon interrogation the device exhibited- elective replacement indicator- it was noted that the patient had been cardioverted earlier in the day. After a device download, the device resumed normal function. The patient would be monitored with routine follow-up.